Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, cracked reservoir tube lip, scratched display window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken lcd display. The reporter declined to provide the blood glucose reading. Nothing further reported.